Event description:
Echocardiography was performed postop which revealed impeded leaflet/s, and elevated gradient. Reoperation was performed and thrombus was noted in the recessed pivot area. Another mechanical heart valve was implanted.